Event description:
Boston scientific received information that this right ventricular (rv) exhibited no capture at maximum output, high out of range pacing lead impedance measurement greater than 2,000 ohms and r-waves value went from 23 to 14 millivolts (mv) due to lead fracture. The patient was asymptomatic and no inappropriate therapy were observed. Additional information was received indicating that the patient was checked and the allegation of lead fracture was confirmed thru fluoroscopy. This rv lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.